Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range pacing impedance measurements occurred on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). The rv lead, which was a non-boston scientific lead, was surgically abandoned. No additional adverse patient effects were reported. This device remains in service.